Manufacturer narrative:
Correction/removal reporting number: 1627487-12192011-001-c. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) /2010 including an ipg. It was reported the pt received a burn mark over her ipg site after recharging. The pt's skin and charging antenna felt warm also. After noticing the warmth from the antenna, the pt's husband inspected the pocket site and it was red. The next day, the pt noticed a blister at the pocket site, and felt an itching sensation at the site of the blister. The pt's doctor suspects she is healing properly, as the red ring around the scab indicates the wound is beginning to heal. The pt will be referred to a burn surgeon for possible excision of the scab at the burn site, if not healing properly. No further info is available at this time.